Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-21015, 2017865-2021-21018. It was reported that patient presented to an in-clinic follow-up with a pocket infection leading to bleeding and pus from the pocket site. The entire pacemaker system was explanted on (B)(6) 2021. Patient was stable after the procedure.